Event description:
On (B)(6) 2013, the reporter contacted animas alleging the pump had been emitting recurrent call service alarms that were unable to be cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 02/14/2014-device evaluation:the device has been returned and evaluated by product analysis on 01/31/2014 with the following findings:a review of the pump¿s history showed multiple call service alarms on the reported event date. During testing, the pump powered on normally; however a call service alarm was immediately emitted upon the first rewind attempt. An internal component failure was found that had caused the call service alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.